Event description:
Using the (B)(6) fascia blaster for a year and ended up with very damaged skin (sagging, loose, saggy knees, lines from claws, broken capillaries, spider vein, bruise staining, weird little lumps, cellulite worsened) hormones high, adrenal fatigue. Had to get cortisone and hormone support., iron low for first time in life, exhausted, depressed, muscles turned to mush, weird chunks above my knees, my once defined arms are now mush. Private consult with dr. (B)(6) assistant but can't prove anything is from blaster which is why this woman is getting away with this. I can't believe it's on the market still. So many are being hurt.